Event description:
It was reported that during lead revision, the device was reprogrammed to resolve the noise episodes. During routine dft testing, intermittent loss of ventricular sensing was observed. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.